Manufacturer narrative:
(B)(6).

Event description:
A peritoneal dialysis rn has reported that this pt had peritonitis. Also reported that the pt was hospitalized for treatment of the peritonitis. Additionally, it was reported that the pt had symptoms of abdomen pain for this event. It is unk what lot was in use nor was any problem reported with use of this product. There is no sample. Reportedly, the pt continues peritoneal dialysis.